Event description:
Report of tubing separation noted during testing. The tubing was noted to be separated at the filter to distal tubing solvent bond. The report from the customer indicated an unspecified solution leak at the filter. The customer did not report a tubing separation at the time of the event. There were no reported adverse pt effects or delay in therapy, though requested, no additional info was provided.